Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The target lesion was de novo. The physician predilated the lesion with a 2.0 non-bsc balloon and then advanced the 32 x 3.00mm taxus liberte mr stent delivery system (sds) to the lesion and the stent flared. The physician encountered resistance removing the stent. The procedure was completed with another of the same device. No complications were reported and the patient's condition is good.